Manufacturer narrative:
The remote service engineer (rse) evaluated the device remotely and determined that the display was blank due to malfunction of display. The display assy was replaced and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to malfunction of display assy. The root cause of which could not be determined. The reported problem was confirmed.

Manufacturer narrative:
Reporter last name: (B)(6) reporting institution name: (B)(6). Reporting address line 1: (B)(6). Reporting address city: (B)(6) reporting address state: kerala(B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6) a follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device had a blank display. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.